Manufacturer narrative:
The reported field event of no vibratory notifier was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The notifier was tested and the device vibrated each time. The cause of the reported anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine followup, interrogation discovered the device delivered patient notifiers that would not vibrate. The device still could not vibrate when the physician placed her hand over the patient's chest. The patient condition is okay. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the presented to the clinic after receiving a patient notification. During device check, there was difficulty in interrogating with inductive wand through rf antenna. Telemetry was achieved after several attempts. It was also noted that patient notifier could not be felt in clinic. Device was found to be at eri, possible premature. The device was explanted and replaced. Patient is fine.